Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Cause was found to be related to user error. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a procedure using a fluent system on (B)(6) 2025, a maximum deficit of 2500ml was reached. The nurse, unknown to the surgeon, zeroed the deficit and the procedure continued. When the procedure was completed, a manual deficit showed that the deficit was 5000ml. Patient was sent to the pacu, who made sure she could empty her bladder. Patient was discharged with no follow up treatment or medication given.